Manufacturer narrative:
Product evaluation: one 5.5 mm rg sa healicoil anchor was returned for evaluation. Only the distal end of the anchor was returned, no inserter. Visual assessment of the anchor confirmed its breakage. The anchor is also bent. Due to its condition dimensional assessment is prohibitive. No root cause related to the manufacture of the device can be established. (B)(4).

Event description:
During rotator cuff repair, after insertion of the anchor the surgeon was tying knots in the sutures and using the knot pusher to secure the fixation, the anchor broke in half and pulled out of the bone. Half of the implant with sutures remains in the patient. A backup device was available to complete with no delay. There were no reported patient injuries or complications and the patient¿s post-operative condition was reported as ok.

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).